Manufacturer narrative:
Device evaluation: returned device was received dirty/stained. Enclosure is cracked under the drain fitting. Pole clamp is dirty and damaged. Line cord ID dirty and worn. Main block is dirty. Drain fitting is rusted. Water tank cover is cracked and stained. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the smiths hotline blood and fluid warmer leaked at the base. The leak was reported to be coming from the drain line. There were no adverse event reported.